Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that their therapy and stimulation amplitude did not change with different positions. The patient had adaptive stimulation activated. The programming disappeared and only upright remained. The device only displayed upright. The patient did not remember what they were doing when they felt the stimulation not change as it was a long time ago. The patient had experienced several falls including one the night prior to the report where they fell forward. The patient checked their device and it was on and adaptive stimulation was enabled. The programmer was not displaying the correct patient position. The patient did not remember how long the issues had been going on for but provided a time frame of 6 to 12 months and possibly longer. The patient had x-rays taken of their device a couple of years prior to the report and everything looked fine. The patient's indication for use was spinal pain. No outcome was reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.